Event description:
The user facility reported that staff members are experiencing headaches when using the product. The facility reported that some employees went home early due to inhalation symptoms, but they are fine with no sustaining injuries.

Manufacturer narrative:
Retention testing completed on the lot subject of the reported event evidenced passing results; no issues were noted. The device history record was reviewed and no anomalies were noted. Steris inspected the dispensers and noted they were not properly calibrated and were dispensing too much product, resulting in excessive vapors in the area the product was being used. The dispensers will be recalibrated to ensure they are dispensing the correct amount of product. Steris has determined this to be an isolated event.